Manufacturer narrative:
The field service engineer (fse) removed and cleaned the analytical unit (au) assembly, replaced the aspirate probes and peristaltic pump tubing, and rebuilt the wash and precision pumps. The fse noticed sporadic air in the wash pump and replaced the wash pump and manifold. The fse also replaced the substrate probe and valve due to buildup on the probe. The fse performed system check, high sensitivity system check, and precision test; all test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) result, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. An original result of 0.117 ug/l was obtained and released to the hospital and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample (centrifuged aliquot), on an alternate unicel® dxc 600i system, generated negative results of 0.008 and 0.011 ug/l, respectively. The customer indicated an amended result of 0.10 ug/l was issued to the physician. The patient's sample was collected in a greiner primary serum tube and centrifuged at 4,000g (relative centrifugal force) for ten minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.